Event description:
Laryngoscope handle broke during intubation. It separated close to where blade attaches. This is exactly what happened with another unit. This device is of a poor design since it is a pressed fitting that cannot handle the torque or leverage placed upon it during use.======================manufacturer response for laryngoscope handle, 8546 handle (per site reporter).======================manufacturer was notified and have came on-site.